Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and then goes to blank. Customer¿s blood glucose was high but unknown. Troubleshooting was performed for pump error and the customer stated that received another unexpected restart alarm. The insulin pump will return for the analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart error due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.